Event description:
It was reported that the patient passed away as he had a seizure and then a heart attack. It was not specified if the death is believed to be related to vns. No further relevant information has been received to date.